Manufacturer narrative:
Evaluation summary: the returned valve was located under absorbent material which was placed inside the jar. As received the valve is attached to the holder. The original jar and packaging were not returned. The valve tissue was examined visually at deco laboratory prior to decontamination. Customer claim of "perimount aortic valve with a darken spot on it" could not be confirmed. The tissue at both aspects, inflow and outflow did not exhibit any darker spots or discoloration. Also during examination, the leaflets were pushed open with a probe. This examination supported the original observation, as no dark spots were noted. Multiple blue filaments were noted at the inflow aspect. An edwards engineer confirms with the findings. Evaluation result: particulates. Additional manufacturer narrative: based on the evaluation, this event was made reportable. Although the reported dark spot was not confirmed, blue filaments were found on the returned valve. Contamination is a general term that includes complaints involving foreign matter in the packaging and/or the product (i.e., hair, fibers, particulates, loose threads, lint, foreign matter). Although unlikely to result in an injury due to the multiple washings of the valve performed preoperatively, if the foreign material is within the sterile package, there is a small potential for the foreign material to enter the patient and either embolize distally causing tissue damage or cause other serious damage. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. It is unknown how the valve was contaminated, however, based on the investigation, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Additional manufacturer narrative: clarification of event was provided by the hospital. It was reported that an eyelash was noted on the white fabric of the sewing ring. Evaluation of the device did not confirm the presence of eyelash.

Event description:
It was initially reported that a 2700 -25mm perimount aortic valve was found with a darken spot on it. It was notice before it was handed off to be implanted. A magna aortic prosthesis, size 25mm was used as a replacement. The valve was returned for evaluation and particulates were noted. The reported darkened spot was not confirmed.

Event description:
It was further reported that the hospital staff observed an eyelash on the white fabric of the sewing ring.